Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of loose component - leak was not verified. Visual inspection of the infusion set indicates that there are kinks in the tubing of the infusion set. Priming of the infusion set was attempted without massaging out the kinks in the tubing. The infusion set was able to prime without any leakage, occlusion or air-in-line issues. The infusion set was then placed in an alaris pump and an infusion was conducted at a rate of 200 ml/hr. The rate of the fluid dispensed by the alaris pump and infusion set, without the kinks being massaged out was accurate. There were no leakages, no occlusion and no air-in-line issues observed during the simulated infusion. A device history record review for model mz5307 lot number 21066371 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the issue reported by the customer could not be identified because the failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector's hub was loose and leaked when connected to the catheter. The following information was provided by the initial reporter: "the hub is loose and leaks fluids when secured on the catheter."